Event description:
It was reported that a burr issue occurred. The target lesion was located in the mid to distal left anterior descending artery (lad). The lesion was uncrossable even with a 0.85mm balloon so the decision was made to use atherectomy. A 1.25mm rotapro burr was introduced but could not burr through the lesion and when the advancer knob was moved a little, the burr jerked forward a huge distance. The 1.25 burr was removed and a 1.50mm rotapro burr was introduced. The 1.50mm burr could not advance out of the guide catheter so the physician wanted to change the rotawire. A microcatheter was used, but the rotawire could not be removed. The entire delivery system, including the rotawire and microcatheter had to be removed and it was noticed that the wire was coiled. A new rotawire was opened but the tip was found kinked. A third rotawire was introduced and the 1.50mm burr advanced again, but the burr was unable to exit the 6f guide catheter even after multiple tries. The decision was made to abort the procedure. It was noted that there was a white substance on the rota burr. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic examination did not identify any damages or defects. As the rotawire used in the procedure was not returned for analysis, a test wire was used to test for wire insertion. During analysis, the test wire was able to be inserted and removed without issue or resistance. The guide used in the procedure was not returned for analysis, so a test 6f mach 1 0.070 inner diameter (ID) was used for functional testing. The device was inserted into the test guide catheter and was able to be inserted and pass through the guide catheter and out the tip with no issue or resistance successfully.

Event description:
It was reported that a burr issue occurred. The target lesion was located in the mid to distal left anterior descending artery (lad). The lesion was uncrossable even with a 0.85mm balloon so the decision was made to use atherectomy. A 1.25mm rotapro burr was introduced but could not burr through the lesion and when the advancer knob was moved a little, the burr jerked forward a huge distance. The 1.25 burr was removed and a 1.50mm rotapro burr was introduced. The 1.50mm burr could not advance out of the guide catheter so the physician wanted to change the rotawire. A microcatheter was used, but the rotawire could not be removed. The entire delivery system, including the rotawire and microcatheter had to be removed and it was noticed that the wire was coiled. A new rotawire was opened but the tip was found kinked. A third rotawire was introduced and the 1.50mm burr advanced again, but the burr was unable to exit the 6f guide catheter even after multiple tries. The decision was made to abort the procedure. It was noted that there was a white substance on the rota burr. There were no patient complications. It was further reported that the 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal lad. The patient was stable.

Event description:
It was reported that a burr issue occurred. The target lesion was located in the mid to distal left anterior descending artery (lad). The lesion was uncrossable even with a 0.85mm balloon so the decision was made to use atherectomy. A 1.25mm rotapro burr was introduced but could not burr through the lesion and when the advancer knob was moved a little, the burr jerked forward a huge distance. The 1.25 burr was removed and a 1.50mm rotapro burr was introduced. The 1.50mm burr could not advance out of the guide catheter so the physician wanted to change the rotawire. A microcatheter was used, but the rotawire could not be removed. The entire delivery system, including the rotawire and microcatheter had to be removed and it was noticed that the wire was coiled. A new rotawire was opened but the tip was found kinked. A third rotawire was introduced and the 1.50mm burr advanced again, but the burr was unable to exit the 6f guide catheter even after multiple tries. The decision was made to abort the procedure. It was noted that there was a white substance on the rota burr. There were no patient complications. It was further reported that the 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal lad. The patient was stable.